Event description:
Two neuroform stents were prematurally deployed. One in the left vertebral artery, one in the right vertebral artery. Attempt was made to snare stent deployed on the right once it tore in half.